Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection of the returned device, the error description provided by the customer, "error msg menu temporarily unavailable", could not be confirmed. The cause can be attributed to a random software hang which causes the menu to not respond or display current status. This issue was resolved by restarting the system. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that error message "menu temporarily unavailable" came up. Screen has shut off and on. It caused loss off pictures and has shut down during procedures causing delays. No negative impact in state of health reported.